Event description:
Pt was preparing the cold pack for his wife, who was post-partum, when the ice pack exploded and splashed into both of his eyes. This was an unwitnessed event. Nurse reported that 2 ice packs have exploded while she was following directions in their use. Pt was treated in ER with diagnosis corneal abrasion in both eyes. (Label)